Event description:
It was reported that the left ventricular lead was exhibiting capture anomalies. The lead was capped and replaced with an epicardial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.